Manufacturer narrative:
H6: medical device problem code-2017 against resistance. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted with a proglide device after a cardiac catheterization interventional procedure using a 6f sheath. Reportedly, there was resistance advancing the device into the anatomy and the sheath kinked. The device got stuck while attempting to remove it. The physician applied force and the distal guide broke. The device was held together by the suture. The physician removed the device by simply pulling it out. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Analysis was performed on the returned device. The reported guide break was confirmed. The reported difficult to advance the device and difficult to remove could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. The reported guide bend/ kink was not confirmed based on the returned device condition. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. It was reported that there was resistance advancing the device into the anatomy and the sheath kinked. The device got stuck. The physician applied force and the distal guide broke. It should be noted that the proglide instructions for use (IFU), states: do not advance or withdraw the perclose proglide smc device against resistance until the cause of that resistance has been determined. In this case, the device was advanced, resistance was experienced and the device reportedly stuck. The force applied to remove the device was circumstantial because the device was stuck. A conclusive cause for the reported difficulties could not be determined based on the returned device condition. Factors that contribute to difficulty advancing the device may include, but are not limited to, calcification missed during angiogram. Factors that contribute to a device difficulty removing the device include, but are not limited to, tissue or suture caught in foot, posterior cuff partly deployed in foot. Factors that contribute to a guide break or guide kink may include, but are not limited to, aggressive torque or force, difficulty removing the device. The subsequent treatments appear to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.